Event description:
It was reported by the customer that the needle did not lock into the syringe. The needle kept twisting and would not lock. During lidocaine sprayed out during administration. No information was received regarding any serious injury as a result of this report.